Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as the best estimate based on the date that the manufacturer became aware of the event. (B)(4). A visual inspection of the returned device found that there were visual defects noted, the suture hole had evidence of damages due to a possibly excessive force applied during the procedure. The catheter guide was broken. Based on product analysis, the guide catheter was broken in two parts; the failures found during the analysis of the returned product indicated that the performance of the product could have been limited; and this is enough evidence to consider that it is highly possible that there were difficulties while the device was being used; specifically during the stent deployment. The failures found (suture hole ripped/torn and catheter guide broken) are issues that could have been generated by excessive manipulation of the device by the user and/or excess of force applied to the product. Once these sections/components of the device were damaged its functionality will be directly affected causing difficulties during the stent deployment. Therefore,cause traced to component failure is selected as the most probable root cause for the complaint. DHR review was performed and no anomalies were observed.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during stent placement procedure performed in the common bile duct. The exact date of this event was not reported. According to the complainant, when they attempted to release the flexima biliary stent, it was noticed that the suture caught in the stent flap which causes the deployment failure. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter broke, therefore this event has been deemed an MDR reportable event.